Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has oversensing of 50 hertz electromagnetic interference on the atrial channel. The device remains in use. No patient complications have been reported as a result of this event.